Event description:
It was reported that an alert for high voltage lead issue was observed. Patient had an episode of vt and received a shock. The hv impedance had increased. It was noted that the patient was receiving radiotherapy. Patient also had episodes of noise. During explant the physician stated a capped atrial lead was found fractured near the clavicle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.